Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology separated after placement. The following information was provided by the initial reporter: "it was reported that when trying to rotate catheter around the barrel, catheter would fall off. Per customer response (B)(6) 2020. What is the date the catheter was discovered? Friday, (B)(6). There were two separate instances. How many are affected? There were two catheters that affected patients, but it seems there were a few issues seen with this lot number. Were any of the catheters used on patients? There were two patients affected. If so, were there any adversities? They needed to be poked again (a second IV needed to be started) when they tried to rotate the catheter around the barrel, the catheter would fall off and stay attached (it kept popping off from the needle). It wouldn¿t sit once it was rotated. The other instance, the catheter was inserted and no fluids could be processed through the catheter, as there was no hole in it. Verbatim: "we are having a problem with ref# (B)(4), lot #0015688. There were a few without a hole to insert into the arm. Also some of them were not usable. I pulled them so that no one else would use them."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/2/2020. H.6. Investigation: our quality engineer inspected the samples submitted for evaluation. Bd received one opened unit and 128 representative samples. First, tip adhesion break manipulation was performed. The catheter adapter assemblies did not fall off even when the adapter was not reseated. Next the units were tested for flashback. A visual inspection of the devices for any visible defects was performed before venipuncture into the artificial vein took place. The devices were also inspected for the catheter falling off after tip adhesion is broken. When performing venipuncture, the devices were turned upside down prior to placement into the vein. No defects were observed when rotating the catheter to break tip adhesion. Both instaflash and flashback in the chamber occurred rapidly upon venipuncture into the artificial vein. No defects were observed upon threading the catheters into the vein and retracting the needles. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text: see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology separated after placement. The following information was provided by the initial reporter: "it was reported that when trying to rotate catheter around the barrel, catheter would fall off. Per customer response 6/22/2020. What is the date the catheter was discovered? Friday, (B)(6). There were two separate instances. How many are affected? There were two catheters that affected patients, but it seems there were a few issues seen with this lot number. Were any of the catheters used on patients? There were two patients affected. If so, were there any adversities? They needed to be poked again (a second IV needed to be started). When they tried to rotate the catheter around the barrel, the catheter would fall off and stay attached (it kept popping off from the needle). It wouldn¿t sit once it was rotated. The other instance, the catheter was inserted and no fluids could be processed through the catheter, as there was no hole in it. Verbatim: "we are having a problem with ref#: 382523, lot #: 0015688. There were a few without a hole to insert into the arm. Also some of them were not usable. I pulled them so that no one else would use them."